Event description:
Event description guidant received information that this transvenous defibrillation lead was inadvertinly damaged during an attempted lead revison. The lead had dislodged from the original implant site.